Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead triggered an alert for undefined high pacing impedance. Additionally, the ra lead exhibited oversensing that was reproduced by the patient moving their upper arms. The oversensing led to inappropriate device mode switching and unnecessary ventricular pacing. A fracture of the ra lead was suspected. The ra lead was programmed off, and the ra lead remains in use. The patient was contemplating additional intervention. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.